Event description:
I had the essure procedure done in 2006. Since that time I have experienced severe abdominal pain which is located in the left quadrant and will quite often radiate to my back. I also have had very irregular menstrual cycles that did not begin until after having the procedure. Sometimes they would be 2 weeks early or sometimes I would be a week late. I have also just recently began breaking out into hives with no reason. I usually have to take several doses of benadryl to get rid of them.